Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The clips was not closing and some are scissoring. Clips was preloaded. Additional information was received via email on 20sep2018 from quality assurance administrator. Surgeon did not torque jaws on vessel or tubular structure. Was the clip closed over thick/dense tissue (was the surgeon able to see the ends of the clip surrounding the tissue)? Yes although the duct was swollen. Surgeon did not skeletonize the tissue while the clip was loaded in the jaws. The trigger was squeezed plastic to plastic. Did the surgeon fully skeletonize the vessel prior to using the clip applier? Or did the surgeon use the clip applier to skeletonize tissue? Duct was skeletonize. The apex of the clip did not close.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a photo of a clip that was used during the procedure. Testing was performed on the event unit, but the complainant's experience of incomplete clip closure was unable to be replicated. However, engineering was able to confirm the complainant¿s experience based on the photo that was provided. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure clip formation", "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. The clips was not closing and some are scissoring. Clips was preloaded. Additional information was received via email on 20sep2018 from quality assurance administrator. Surgeon did not torque jaws on vessel or tubular structure. Was the clip closed over thick/dense tissue (was the surgeon able to see the ends of the clip surrounding the tissue)? Yes although the duct was swollen. Surgeon did not skeletonize the tissue while the clip was loaded in the jaws. The trigger was squeezed plastic to plastic. Did the surgeon fully skeletonize the vessel prior to using the clip applier? Or did the surgeon use the clip applier to skeletonize tissue? Duct was skeletonize. The apex of the clip did not close. Patient status: no patient injury.